Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient has had difficulty with his inflatable penile prosthesis (ipp) since he was cleared to use it. The pump would go flat and stay flat and that he would not get an erection. The physician ordered a CT scan which showed that the reservoir was empty. A revision surgery was performed in which the reservoir was removed and replaced. No further information was provided.

Event description:
It was reported that the patient experienced difficulty inflating this inflatable penile prosthesis (ipp) as the pump would go flat and remain depressed. The physician ordered a CT scan which showed the reservoir was empty. A surgical procedure was performed during which the implanted reservoir was filled with a syringe and a hole was identified. Upon discovering the leak, the reservoir was explanted and replaced with a new component. The patient was well following the procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.